Manufacturer narrative:
The insulin pump was received with minor scratched display window, broken reservoir tube lip, missing the black o ring/seal from inside reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there was a crack about a month ago. The customer stated that a piece broke off and now the gasket came off. The location of the damage is the reservoir compartment entrance. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.